Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow up in clinic, failure to capture was observed on left and right ventricular leads. Dislodgement was also noted on both leads. The patient was asymptomatic. The leads were explanted and replaced. The patient's condition is stable and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.